Event description:
It was reported by service report that the lift was not working properly. It is unknown if there was patient involvement or if there was adverse consequences to report.

Manufacturer narrative:
Result: lift sensor coil cord. At this time, it is unknown what position the bed was in at the time of the component failure. If further information becomes available, a follow-up will be filed.